Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling, there was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) performed the device evaluation, and uploaded the operational software. The unit passed all tests and calibrations, and it was observed to be within mfg specifications. (B)(4).